Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), and UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed bent battery contacts. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was the caller reported the controller screen was blank (black) unresponsive. Caller stated the patient just had vocal cord surgery and could not talk (caller did not allege that surgery was in any way related to the mdt device or therapy). Caller said the pt needed to put the controller (ptm) into MRI mode for the procedure but the battery was low so they connected it to ac power to get enough charge to activate MRI mode. Caller said they continue charging the ptm while the pt was undergoing surgery (pt noted the green battery indicator light was flashing green and then steady) so they assumed the battery was charged. Caller says when they got home and went to turn the controller / ins on nothing happened. Caller said they plugged the ac power supply back in and the indicator light was steady so they then removed the battery pack and inserted aa batteries but the screen was still unresponsive. Patient services (pss) walked pt through removing the li battery pack (bp), plugging the ptm into the ac power supply but the ptm did not power on (caller confirmed the power indicator light on the power box was illuminated). Pt re-insert the bp and the ptm powered on with the green 'battery indicator' light on the ptm illuminated. The caller inspected the ac power supply cord connector pins and ptm connector port for damage but detected none. The issue was not resolved. No symptoms were reported.